Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# unknown product type programmer, patient product ID 97745bp serial# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient could not get the battery compartment open during the call. The patient reported they had been charging for 2 hours and the stimulator battery was still red/depleted. Pt's controller was 100%. Pt stated the controller showed recharging excellent. An email was sent to the repair department to replace the controller and battery pack. The patient also reported the therapy was not working for them and stated they have pain in their legs which is what the therapy is for. The patient stated the stimulator is "in their belly". Also, the patient mentioned the stimulator was depleting fast and they now charge twice a day. The patient mentioned they have tried different groups but changed it back to the original group. The patient stated they were told they wouldn't have to charge as often as their old device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had to charge their ins twice a day and the ins was not holding a charge. Every time they plugged in to charge, the ins battery would be depleted. The issue had started 3-4 weeks ago. The patient denied having any falls and stated they had tried changing what they could in terms of settings but did not know what to charge. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider (hcp) to further address the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.